Event description:
It was reported that during the implant, the physician could not get helix on the lead to "extract". The lead was removed from the patient's body. The physician was then able to "extract" the helix but then was unable to retract the helix. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however lead was damaged at implant and blood was noted on helix mechanism; the analyst noted that the helix extends and retracts within product specification; full lead returned and analyzed.